Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic was bent when removing from packaging. Reportedly, there was no patient contact. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that one of the haptic was received distorted/bent including surface residuals (particles, fibers and ovd residues) on lens were observed which indicates that the unit was handled and prepared for surgical use. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the reported complaint. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.